Manufacturer narrative:
The device was received with operating currents within specification. The insulin pump passed selftest, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery, replace battery now alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with minor scratched display window, case , keypad overlay texture damaged and stained serial number label..

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call low battery alert and replace battery now on the insulin pump. Customer¿s blood glucose level was 164 mg/dl. Troubleshooting for the replace battery now alarm was performed. Customer replaced the insulin pump with a new battery multiple times and the issue remained unresolved. Customer received the low battery alert multiple times within 10 hours even after changing the battery. Customer received the replace battery now alarm for the second time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.